Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during an intestinal polyp endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto the wound; however, the clip could not be released by pushing the handle and the slider was stuck. It was also noted that there was no "pop" during the stages of deployment. The delivery catheter was pulled off and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable issue of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the catheter. The device was returned with the outer sheath. Microscope examination was performed, and it was noted that no activations had been performed on the device, confirming the deployment failure. From the handle, the control wire was disconnected to the clip assembly as the yoke got detached from the control wire. Functional evaluation was performed, and the clip arms could not be closed. The clip assembly was disassembled, and it was found that one of the arms was bent. Dimensional analysis was performed on the outside diameter of the bushing, and it was noted to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and side a was within specification while b was out specification, likely caused by excessive manipulation. The observation that the bushing was out of specification provides evidence of the failure to release from catheter that was reported. Further analysis was done to measure the bushing tabs and both sides had similar measurement. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. It was also noted that the flattening wire was confirmed to be within specification. No other issues with the device were noted. The reported event was confirmed. This issue is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Additional information: block a2 (age at time of event), a3 (sex).

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during an intestinal polyp endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto the wound; however, the clip could not be released by pushing the handle and the slider was stuck. It was also noted that there was no "pop" during the stages of deployment. The delivery catheter was pulled off and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.